Event description:
The manufacturer sales representative reported that the device overheated at the user facility. The representative was not able to provide any further information regarding the reported event. Attempts are being made to obtain additional information from the user facility.

Event description:
The manufacturer sales representative reported that the device had metal rings coming out of the device during setup prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: b5, d10device evaluation: follow-up report submitted to document device evaluation results.